Event description:
On (B)(6) 2022 a peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was diagnosed with peritonitis. The patient went to the hospital with abdominal pain and cloudy pd effluent. The pd catheter was removed, and the patient is transitioning to in-center hemodialysis (hd). Additional information was obtained through follow-up with the pdrn. The patient contacted the clinic on (B)(6) 2022 with complaints of abdominal pain. The patient was instructed to come to the clinic for an assessment; however, the patient went to the emergency room on that date. The patient was admitted to the hospital with a diagnosis of peritonitis. During the hospitalization, the patient¿s pd catheter was removed (date unknown). The patient was transitioned to hemodialysis. The patient was discharged on (B)(6) 2022. The patient is completing in-center hd and it is unknown if she will return to pd therapy. The clinic has not received hospital records pertaining to this patient event. Therefore, no culture results or antibiotic therapy information is available. The cause of the peritonitis is unknown. No further information was available.